Manufacturer narrative:
Three station solenoid.

Event description:
The customer reported that the unit went vent inop and alarmed upon power on. The unit was not in use on a pt, therefore there was no pt involvement or harm. The respironics service technician was able to duplicate the customer reported problem. Review of the ventilator diagnostic code log revealed an inhalation autozero test failure during power on self test. During hardware testing, the service technician reported the inspiratory solenoid pressure did not drop to within the specified range. The service technician replaced the sensor pcb and 3 station solenoid to correct the reported findings. Performance verification testing was completed and all tests passed to operating specifications.